Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading the cartridge onto the pump. The customer reloaded the same cartridge onto the pump multiple times and continued to received inaccurate fill estimates. Blood glucose level was not impacted.